Event description:
This is a report of a flo-gard infusion pump with a broken alternate current power cord, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It was not specified if there was patient involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer'?s reported condition of a flo-gard infusion pump with a broken power cord was not confirmed or duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). The service history review revealed that the device has not been previously sent into service for the reported condition of a broken power cord. A device history review was performed with no exceptions during manufacturing found.